Event description:
Pt was being transferred via gurney. When gurney ran across strip in the tile floor, the legs collapsed causing the pt's lower body to fall. Pt was lying on the gurney in an inclined position. The auxiliary lock was locked when the gurney was raised to the high position. Device removed from service until checked by MFR.